Event description:
It was reported that noise was observed on the discrimination channel causing the implantable cardioverter defibrillator (ICD) to misdiagnose supraventricular tachycardia (svt) as ventricular tachycardia (vt). Further review notes this was not true noise. No changes were made. Isometric testing was recommended to see if the noise was reproducible on the right ventricular (rv) lead. The patient was stable.